Event description:
Customer alleged the brakes are broke, the wire pulled from brake handle. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a male whose age, height and weight are unk. The consumers medical condition, stability and medication regimen are unk. The consumers technique while using the device is unk. The maintenance history of the device is unk. Consumer called stating that the brake wires are allegedly pulled from the brake handle on his heavy duty (bariatric) rollator. The rollator was purchased on-line. The consumer did not have the model number of date code. No injury alleged.